Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the device did not power up. Visual inspection revealed scratches and cracks on the top case. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarm cannot be silenced and device powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation revealed the device did not power up. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarm cannot be silenced and device powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.